Event description:
Possible atrial undersensing. Unable to confirm atrial capture on current egm. Appears to be possible ventricular oversensing causing device classified false detection of episodes and inhibition of ventricular pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).